Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that on (B)(6), 2015 at 1:00 p.m., he experienced sweating and a loss of consciousness and was subsequently rushed to the emergency department of a local hospital. Upon arrival at the hospital, customer was reportedly diagnosed with "hypoglycemia" and treated with oxygen, unspecified intravenous treatment, and insulin. Customer additionally reported being administered medication for his pre-diagnosed hypertension. Customer was given a new medication for his hypertension and had his insulin dosage adjusted. There was no report of death or permanent impairment associated with this event.